Manufacturer narrative:
This supplemental report is being submitted to provide cleaning methods, and the results of the legal manufacturer's final investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning. The customer aspirated water/detergent during pre-cleaning and brushed the channel, port, and the suction cylinder. All other relevant information is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for repair. The device was not returned to olympus for a device evaluation. The customer cleaned, disinfected, and sterilized the device before returning it via manual cleaning and disinfection. Endozyme, primesafe cleaners were used and 15 minute soak. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The third-party repair reported (on behalf of the customer) that the gastrointestinal videoscope exhibited a foreign object in instrument channel which was removed during cleaning and disinfection. There were no reports of patient involvement.